Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The footplate was open during removal. It should be noted that the perclose proglide instructions for use states: do not apply excessive force to the lever when returning the foot to its original position (marked #4) down to the body of the device. Do not attempt to remove the device without closing the lever. Excessive force on the lever of the device or attempting to remove the device without closing the lever could cause breakage of the device and/ or lead to vessel trauma, which may necessitate intervention and/ or surgical removal of the device and vessel repair. The investigation was unable to determine a conclusive cause for the reported foot detachment and foot retraction issue; however, user technique contributed to the difficulty to remove. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 8f sheath after an interventional brain aneurysm embolization procedure. Reportedly, there was resistance removing the device. Manual arterial compression was used to achieve hemostasis. After removal, it was noticed the footplate was not closed prior to removal from the anatomy. Upon inspection of the device, a foot was noted to be missing. Patient leg pulse was checked and was normal. No further treatment given. The location of the foot is unknown. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.